Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the endo therapy accessories or metal part of the cleaning brush touched the biopsy channel port during insertion/withdrawal of those products, causing the shaved forceps. Based on the results of the investigation for phenomenon two, it is likely that device was dirty due to the bending section cover leak. The event can be prevented by following the instructions for use: "bronchofiberscope bf-e2 series chapter 3 preparation and inspection.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the forceps channel port was found to be shaved due to physical stress and there was dirt on multiple parts of the device indicating insufficient reprocessing. The reported issues (leak and reduced angulation) were confirmed during inspection and testing. There was a leak from the bending section cover due to a pinhole and angulation in the up direction did not meet standard value due to wear of the angle wire. In addition, the adhesive on the bending section cover was detached due to deformation/damage caused by chemical/physical stress, the connecting tube was dented due to physical stress, there were scratches on multiple parts of the device due to handling, the light guide cover glass was corroded due to water leakage, there were broken fibers in the image guide bundle due to physical stress, and there were multiple black dots in the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, there was a leak from the bending section cover of the subject device and angulation was reduced. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the forceps channel port was found to be shaved and there was dirt on multiple parts of the device indicating insufficient reprocessing. This report is being submitted for the malfunction found during evaluation (scraped forceps channel port and insufficient reprocessing). There was no harm or user injury reported due to the event.